Event description:
Baxter received a report from a baxter technician stating the bed was raising on its own. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The baxter technician found the left and right caregiver panels and cables needed to be replaced. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Repair as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jul 23, 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the left and right caregiver panels and cables to resolve the issue.